Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting, the location of the blockage was unable to be confirmed. The customer's blood glucose was 235 mg/dl. Customer reported the infusion set would be replaced and insulin therapy would be resumed.